Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote manager failure. A field service engineer confirmed with the customer their request for the relocation of the remote manager to a different refrigerator. A field service engineer removed/installed the remote manager and hasp from the old refrigerator to the new one to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system remote manager failed, necessitating the replacement of the remote lock with another refrigerator. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.